Manufacturer narrative:
The actual device was returned for evaluation without an alleged malfunction. During pre-repair assesment, it was observed that the device did not meet manufacturing specifications. Reliability engineering evaluated the device and the reported condition was confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
During service and repair pre-testing, it was observed that the foot control device had contaminated oil. This occurred in pre-testing; this event is not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.